Event description:
According to the reporter: during a laparoscopic roux-en-y gastric bypass, the suture repeatedly fell off the needle. To correct the issue, a new lot number was used. No patient injury. The case was delayed by one hour.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four devices. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic roux-en-y gastric bypass, the suture repeatedly fell off the needle. To correct the issue, a new lot number was used. No patient injury. The case was delayed by one hour.